Event description:
Carefusion clinical practice consultant received a vague from the nurses during a customer site visit that the valve on the maxplus positive pressure connector leaks, when a phaseal closed system transfer device is used. The patient would call the nurse and report that the bed feels wet and that is when the nurse would discover the leak. The nurse reported if it seemed that a lot of medication leaked, they would call the pharmacy for a new set up. It was reported that the nurses have to put a 4 x 4 under the valve to prevent getting fluid splashed on the patient. No patient harm reported and no medical intervention required. The connector was sent to clinical engineering. Clinical engineering states that he will not send in any product for an investigation. Although requested, customer would not provide any additional patient or event information.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported valve leaking when a phaseal closed system transfer device is being used. The connector had been sent to clinical engineering. Clinical engineering will not send in any product for investigation.